Manufacturer narrative:
(B)(4). G2: italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the rasp was broken. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h6. Proposed component code: mechanical (g04) ¿ stem. Visual review of the returned broach is unable to confirm lot etch as part of the etch is damaged and illegible. Rasp cutting teeth are dull and worn. Flat surface around the etch shows indentations from previous uses. Post is confirmed to be fractured away from the rasp and fractured piece(s) were not returned. No other damage is noted. Device age is unknown without lot identification. The event was confirmed based on the evaluation of the returned product. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.